Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient is experiencing leg weakness since implant. Surgical intervention took place in which the system was explanted. A epidural hematoma was discovered and removed. Additional information found the leg weakness resolved.